Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal relationship between the patient experiencing hypervolemia, hypertensive urgency shortness of breath, no apparent signs of fluid overload, chest tightness, diarrhea, mild bilateral pleural effusions, drop in hemoglobin/ hematocrit with no active bleeding and noted as stable requiring inpatient hospitalization on (B)(6) 2017 and the fresenius products exists. There is a possible causal relationship with the cardiac work up and evaluation of this patient's mild cardiac disease, no valve dysfunctions, ejection fraction (ef) 55-60% noted to be stable with cardiac and hypertensive medication regime interventions and continued outpatient management with cardiology and nephrology. There were no apparent product allegations. The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined.

Event description:
During a follow up call on an unrelated incident a peritoneal dialysis (pd) patient¿s nurse reported the patient was hospitalized due to hypervolemia. During follow up the pd nurse stated the patient was hospitalized from (B)(6) 2017. The patient was diagnosed with hypertension urgency, shortness of breath/no signs of fluid overload, chest tightness, diarrhea, bilateral pleura effusion-mild and drop in hemoglobin/ hematocrit with no active bleeding and noted as stable. The patient continued pd treatment throughout the hospital stay. The pd nurse stated the patient was recovering from the event and performing treatment without any further issues.